Event description:
Revision surgery - pts left shoulder and glenoid was infected. Had to explant the prosthesis and flush with antibiotics, new implants were implanted to hold her over for 6 weeks until the infection is gone, when she will need a full shoulder replacement.